Event description:
It was reported that an infection occurred and the leads were noted to have a high impedance upon interrogation. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise ventricular short interval count v-sic=17.6 counts avg/day, in 6.92 days, between (B)(6)-2012 17:29:46 and (B)(6)-2012 15:33:02. Sensing - oversensing 1 - ventricular nst=210 ms on (B)(6)-2012 at 14:57:54 and 15:07:49. 2 - vf<=190 ms average v-cycle between (B)(6)-2012 16:30:47. Impedance - high resistance/impedance 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6)-2012 21:00:04 and (B)(6)-2012 15:00:04.daily hv-lead impedance trend data shows an abrupt increase for defib active can on impedance and svc defib= 52 to 254 ohms peak between (B)(6)-2012 and (B)(6)-2012. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that outer tubing overlay melted, outer tubing overlay cosmetic environmental stress cracking, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.